Event description:
This case was reported by a lawyer and described the occurrence of zinc high in a (B)(6) male pt who used poligrip over a period of 15 plus years as a dentures adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced zinc high. At the time of reporting, the outcome of the event was unk. Medical records received 01/24/2012: on (B)(6) 2011, copper level was 147 mcg/dl (normal 70 to 155) and zinc level was 179 mcg/dl (normal 70 to 150). Info from an add'l legal claim received 02/13/2012: the pt used super poligrip original from 1975 to the present. According to the claim, the pt suffered profound and permanent neurological injuries. F/u info was received on 04/30/2012 via medical records. On (B)(6) 2011, the pt had an initial consult for back pain and leg numbness. He complained of numbness, tingling, and burning pains in his feet, which he had for about a year (since approx 2010), but was getting progressively worse and now extended to his ankles. The pt was a diabetic, but had not been on diabetic medications in three years. The pt also complained of pain in his lower back, thoracic spine, and neck. The pt had a history of lower back pain for years. The pain would radiate up his back, but never radiated down into his legs. The pt had been on gabapentin since (B)(6), but it did not help. The pt had weakness in his hands and noted muscle loss in his hands for about a year (since approx 2010) and numbness in both hands for about six months (since 2011). The pt had a severe motorcycle accident in 2003 with injury to his legs and right shoulder and had significant problems since then. On (B)(6) 2011, a cervical spine magnetic resonance imaging (MRI) study showed paracentral/foraminal disk extrusion producing moderate central canal stenosis on the left and moderate to severe left neural foramen stenosis at the c5/c6 level. At the c6/c7 level, there was a diffuse disk bulge and a brad-based right foraminal disk protrusion producing moderate right neural foramen stenosis. A lumbar spine MRI at the l3/l4 level, showed a diffuse disk bulge and bilateral far lateral annular tears producing moderate bilateral neural foramen stenosis. At the l4-l5 level, there was a diffuse disk bulge and mild bilateral facet arthropathy, producing moderate left neural foramen stenosis, severe right neural foramen stenosis, and effacement of the thecal sac. At the l5/s1 level, there was a central disk protrusion with annular tear producing effacement of the thecal sac. On 08/02/2011, the pt presented for his test results, as well as an electromyogram (emg) and nerve conduction studies (ncs). The findings were consistent with unspecified idiopathic peripheral neuropathy. He stated that the muscle wasting in his hand had been present for about two years. He was still having significant problems with his feet and had occasional burning, but the primary problem was the numbness in his feet. The pt was diagnosed with diabetes in 2001 and stated that his diabetes was uncontrolled for a few years, with sugars in the 500s at times. The emg/ncs showed a severe predominantly axonal polyneuropathy in the lower extremities, with early involvement of the lower extremities. This was likely primarily due to his diabetes, as he reported that it was previously uncontrolled, but he also had other risk factors for neuropathy, including (B)(6) and elevated zinc levels. The pt will follow up with a dentist as the reason for the elevated zinc levels was excessive use of denture adhesives due to poorly fitting dentures. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available.